Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable method: the complaint opt318 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt318 optiflow junior nasal cannula was found broken in the middle, confirming the reported fault. Conclusion: without the return of the complaint device, our investigation was unable to determine the exact cause of the observed damage to the opt318 optiflow junior nasal cannula. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt318 optiflow junior nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the opt318 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube."

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt318 optiflow junior nasal cannula was found damaged. There were no reported patient consequences.